Event description:
B-d 10ml ll w/o shld-lf syringe barrel cracked during carotid angiography procedure. No patient harm resulted. Syringe was contained in a medline interventional radiology pack tray. Another identical b-d 10 ml syringe contained in a medline cath lab tray a-lf was noted to be already cracked when tray was opened, and wasn't used.